Manufacturer narrative:
Product was returned for evaluation. See attached report. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional information received, the investigation may be re-opened.

Event description:
Surgeon wanted to change femoral drill guide accessory during surgery to another size and while doing so, the inserter handle seemed stuck. The surgeon pulled on the handle it came free from the guide and broke apart dropping pieces onto the drape below. Observer was unable to see all parts of the device as they fell to the drape during so is unsure if all parts were recovered from the sterile drape. Upon post-op x-ray review, it was found that a small ball bearing had be left in knee. The stainless steel ball bearing was removed in subsequent operation.